Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ns9008) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2019 with unknown setting. On (B)(6) 2023, the patient presented with disorientation and an x-ray was performed. Underdrainage and slit-like ventricle were observed. Due to the set pressure could not be changed, the valve was removed and replaced on (B)(6) 2023. The patient is in the follow- up.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the hakim valve (ID ns9008) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.